Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line of the homechoice cassette. This occurred during intial drain of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and reviewed proper procedures per the user manual. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.